Manufacturer narrative:
The user facility returned the device for evaluation. The device was tested using olympus test equipment, device passed the probe check. The teflon pad was found separated exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. There were charred marks found on the side wall of the jaw and on the probe unit. In addition, as part of investigation there were multiple attempts made to gather more detailed information regarding the incident with no response received. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unknown procedure the ¿the coating at the end of the instrument had come off¿. No patient injury was reported.